Manufacturer narrative:
Returned device included the catheter and the detached tip. The detached portion includes a folded marker band, jacket and liner material. There was no coil attached to the tip. Inspection results of the returned device confirmed that the distal section of the catheter was separated. The returned detached tip measured at 0.4 cm, and the remaining shaft measured at 137.0cm. The root cause of the detachment is unable to be determined. At this time, the cause of the break is unknown. Based on the event description, resistance was encountered, and the zoom 71 continued to be retracted against resistance. Per the instructions for use, the devices should not be withdrawn against resistance without careful assessment of the cause under fluoroscopy. If the cause cannot be determined, withdraw all devices as a single unit. The manufacturing records of this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. Appropriate testing and inspection were completed to ensure the device met minimum tensile specification and is kink resistant. The distal section undergoes 100% visual inspection and is free of visual defects or protrusions.

Event description:
The patient was undergoing a thrombectomy procedure on (b)(3) to treat occlusion within the left internal carotid artery (ica) terminus and middle cerebral artery (mca) m1 segment. Access was obtained at the petrocavernous junction of the ica with a tracstar over a competitor angiographic catheter and a 035 guidewire. Zoom 71 reperfusion catheter was subsequently advanced to the site of the occlusion for the first pass. Upon retracting the zoom 71 resistance was felt at the tracstar tip. When the zoom 71 was removed from the patient the radiopaque marker band was observed to be missing. Under fluoroscopy the zoom 71 marker band was identified 5mm distal to the tip of the tracstar. The physician proceeded to use a 20cc syringe to aspirate the tip of the zoom 71, which successfully exited the tracstar hub after several attempts. The physician then proceeded to use a new zoom 71 and the same tracstar to complete the case with one pass. The case was completed with no additional clinical event. Patient was noted to be doing better than pre operation.